Manufacturer narrative:
The device was returned to olympus for evaluation. In addition to the malfunction documented in b5, the additional evaluation findings are as follows: the charged coupled device unit is broken and cannot produce the specified resolution, the angle of curvature in the up direction does not meet the specification due to wear of the angle wire, light guide lens had scratches. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the elite bronchovideoscope video was blurry. The issue was found during preparation for use for a diagnostic procedure. The procedure was completed using a similar device. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, it was discovered that the distal end plastic cover was scorched. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the user used a high energy endo therapy accessory, such as laser or high frequency, without keeping enough distance from tip of the subject device. However, a definitive root cause could not be determined. User may be able to detect the suggested event by handling device in accordance with instructions for use (IFU): ¿inspection of the endoscope. IFU provides the points of attention for use of high-energy endo therapy accessories in ¿4.3 using endo therapy accessories¿. Olympus will continue to monitor field performance for this device.